Event description:
A customer reported via webform they received a "check again in 10 minutes" message upon scanning the adc device. The customer was able to be contacted and further reported that due to this issue, they were unable to obtain readings and experienced symptoms of hypoglycemia including loss of consciousness and received treatment of multivitamin juice provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the returned sensor patch and no issue was observed. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values and were observed, indicating that the user removed the sensor early. No other abnormalities were observed with the sensors data. This issue is not confirmed to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510k as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a "check again in 10 minutes" message upon scanning the adc device. The customer was able to be contacted and further reported that due to this issue, they were unable to obtain readings and experienced symptoms of hypoglycemia including loss of consciousness and received treatment of multivitamin juice provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.